Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 139 mg/dl. During troubleshooting customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer was advised to remove site and it was found that cannula was bent. Troubleshooting was performed for bent cannula and customer was advised to return infusion set for failure analysis.